Event description:
A report was received that the patient was experiencing swelling, pus, and redness on the skin which appeared around four days from date of trial. No further course of action will be taken at this time.